Event description:
Allegedly, the patient was revised due to the following complications: cocr neck corrosion, leading to metallosis, osteolysis and pseudotumors. In the course of the revision surgery, found widespread necrotic tissue, which was encountered anteriorly and inferiorly and pseudotumor formation. (Left)